Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low and high blood glucose values. The blood glucose readings ranged from 42 - 500 mg/dl. It was also reported that the customer had a seizure when they were at 42 mg/dl. It was unknown how the customer treated for their blood glucose values. No harm requiring medical intervention was reported. The pump will not be returned for analysis.